Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal tip bent. The device has the distal tip bent and detached, the detachment is located at 183,2 cm from the proximal end. The overall length and outer diameter (od) of the distal tip of the device could not be performed due to device condition. Od of middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the size of the remaining guide wire fragment inside the patient was 15mm.

Manufacturer narrative:
Init reporter sent to FDA corrected from ni to yes. (B)(4).

Event description:
It was further reported that the event was reported via facility medwatch# (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with symptoms that are consistent with silent myocardial ischemia. Vascular access was obtained via the right radial artery. The 90% stenosed target lesion was located in the ostial left circumflex (lcx) artery. An 3.5 extra backup guide was used to engage the left main artery. A 185 cm pt²¿ guidewire was advanced to the distal lcx. Anon-bsc guide extension catheter was then advanced for support and a 2.5 balloon catheter was used for pre-dilatation. A2.25/12 non-bsc drug-eluting stent was advanced and encountered tremendous difficulty upon advancing, but ultimately, was able to be deployed. Post-dilatation was performed with a 3.0 non-compliant balloon catheter and an intravascular ultrasound was used for visualization of the treated lesion which revealed complete stent expansion with no complications. Residual stenosis was 0% and timi 3 flow was achieved. However, a fractured wire tip was noted was visualized in the proximal lcx extending into the diminutive first obtuse marginal branch. The physicians decided not to retrieve the fragment as it was a non-operative location and it would only put the patient's status at risk if a retrieval was attempted. The procedure was completed with no patient complications. The patient was stable and will require to take blood thinners for one year and will be on lifelong dual anti-platelet therapy (dapt) due to this event.